Event description:
It was reported that there was "debris inside the packaging" of the trocar.

Manufacturer narrative:
At the time this MDR was submitted a device investigation had been started but was not completed. Once the device investigation has been completed a follow-up MDR will be submitted.